Event description:
Pt was brought into operating room to undergo a left leg above the knee amputation and removal of implants from the left femur due to chronic osteomyelitis. Pt was taken into room at 11:12 am and placed on the series 4085 bed. The c-arm was in use due to the pt having previous spinal fusions. The surgery begin time was 11:58 am. According to the anesthesiologist, he began to elevate the bed to his height and the legs looked low. The legs were pushed up and only came up 5-10 degrees. Upon engaging the level, the pt's legs kept lowering and the pt began sliding while a ratcheting sound was heard. The pt experienced a gradual fall, but did not hit her head. She landed on her buttocks on the table.